Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend instrument was not sealing or clamping tissue to complete a cycle. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive followed up and obtained additional information. The vessel sealer extend instrument used during this procedure did not cause harm to the patient but it would not clamp on the tissue and therefore would not seal or cut tissue. This did cause a delay in the case due to the fact that we needed to get another instrument. There was no excess bleeding or harm to the patient. The instrument was returned with a bent main tube. The main tube was bent at the middle of the main tube. There were no signs of a break, and no missing material. The instrument was installed on the in-house system and failed the recognition test. The instrument was compared to an in-house golden instrument and found to be bent. The damage is located at the midpoint of the main tube. The instrument was found to have the locking latch broken on the housing, preventing the jaws from being able to lock while in the open state. A piece measuring approximately 0.126¿ x 0.150¿ was not returned with the instrument. The probable root cause of a bent main tube and the resulting recognition failure is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Applying excessive force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal can also cause bending.

Event description:
Refer to h11 for follow-up information.